Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08840 inches. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was treated by paramedics due to a blood glucose level of 31. Customer stated that she lost consciousness and awoke with a blood glucose level of 4 mg/dl. Caller was treated on the scene and was not transported to a hospital. The customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 129 mg/dl. The customer also reported an incident in which her blood glucose level was over 600 mg/dl, which was treated with a bolus. Customer stated that the insulin pump may not be delivering properly; she was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.